Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: review of the alarm history and black box data did not reveal any evidence of a motor issue. On investigation, the pump powered on and the rewind, load and prime steps were successfully completed. The piston was able to rewind and fully advance. Investigation did not duplicate the alleged piston issue. The pump was exercised for 24 hours without any errors, warnings or alarms. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the piston was not moving during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.